Manufacturer narrative:
The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Angiodynamics is attempting to obtain additional information in regards to the event and the patient's well-being. (B)(4).

Event description:
As reported on (B)(6) 2014, patient of unknown age and gender presented for an endovenous laser procedure. It was reported that when withdrawing the sheath from the patient, the end of the sheath had fractured off inside of the patient. The fractured piece was successfully retrieved via snare. It was reported the patient suffered no permanent harm or injury due to the event. The reported disposable device has been returned to the manufacturer for evaluation.